Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible on the shaft consistent with handling. The stent implant was loose on the balloon, confirming the reported loose stent. There were mangled struts in the first and second rows of the distal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately tortuous and heavily calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified and moderately tortuous left anterior descending artery, a 2.25x15 rx promus stent delivery system was advanced with resistance. Force was not applied; however, the stent struts were noted to be bent and the stent became loose on the balloon. The stent delivery system was withdrawn from the anatomy with the stent and balloon attached to the catheter shaft. The procedure was completed using a new promus stent delivery system and a non-abbott stent delivery system. There was no reported significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.